Manufacturer narrative:
The t:slim x2g6 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. A new cartridge was successfully loaded resolving the issue. There was no reported adverse impact to the customer¿s blood glucose level.